Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #:(B)(4), description: avista MRI perc lead kit, 56 cm; model #: sc-1200 serial #: (B)(4), description: precision montage MRI ipg sterile kit. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history and sterilization records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a revision procedure wherein the leads and the ipg were explanted for an unknown reason.

Manufacturer narrative:
Additional information was received that the spinal cord stimulator was replaced due to the physician's preference only.

Event description:
A report was received that the patient underwent a revision procedure wherein the leads and the ipg were explanted for an unknown reason.